Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of exposure, infection (early onset), delayed healing are a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: exposure, infection (early onset), delayed healing.

Event description:
Healthcare professional reported right side "explant wound exposure¿, ¿pt had infection and incisions would not close¿ and ¿implants had to be removed to let her incision heal¿ device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ exposure: unable to observe since it is a medical event and is not related to the device. ¿ infection (early onset) : unable to observe since it is a medical event and is not related to the device. ¿ delayed healing: unable to observe since it is a medical event and is not related to the device. Additional observations: ¿ observed opening on the anterior side assessed as surgical damage. ¿ white particle observed on the device. ¿ crease flat observed on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side "explant wound exposure¿, ¿pt had infection and incisions would not close¿ and ¿implants had to be removed to let her incision heal¿ device has been explanted.